Event description:
Abbott has identified a potential issue with alinity s system software versions (B)(4) and prior. During internal testing of maintenance and diagnostics (m&d) procedure 8900, pipettor probe replacement, in the ¿stopped¿ state, an issue was identified when the sample aspiration platform positions are not checked for the presence of sample racks that are left on the platform. Procedure 8900 moves the reagent pipettor 1 (r1) probe to the aspiration platform on the edge of position, which could cause the r1 probe, if bent, to make contact with the sample tube and a sample rack on the aspiration platform. For example, the r1 probe can enter the sample tube, or break the sample tube, and / or dislodge the sample rack. If test samples are in-process when the status changes to stopped, these samples will go to exception. This issue does not cause incorrect donor or patient results. The issue can cause the operator to be exposed to breakage and / or spillage within the instrument upon accessing the upper loading area to perform pipettor probe replacement. There has been no reported adverse impact to patient management, or harm to the patient or user/operator, as a result of this issue. Note: the sample and r2 pipettors are not impacted by this issue.

Manufacturer narrative:
Investigation into this issue found that it was caused by alinity s system software versions (B)(4) and prior. The alinity s system software version (B)(4) (ln 04u76-15) is being released to correct this issue. A product correction letter was issued on 11oct2021 to all current customers who have an alinity s system processing module notifying them of the issue. The letter also informs the customer that an abbott representative will schedule a mandatory upgrade of their system to alinity s system software version (B)(4) and provides necessary actions to follow until their software is upgraded.